Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle) customer found device deformed. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about a deformed component of a-line syringe.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-20. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged barrel with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle) customer found device deformed. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about a deformed component of a-line syringe.¿